Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient who presented with rainbow glare and dryness in both eyes, following lasik surgery. The surgeon reported that the event continues and the prognosis is unknown. There are two medical device reports associated with this event. This report is for the left eye. A report for the right eye was previously filed under MFR. Report # 3003288808-2015-05056.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The company representative has optimized settings (spot- and line separation, energy) in order to minimize the tissue bridges which have a direct influence in reducing the incidence of rainbow glare. (B)(4).